Manufacturer narrative:
The device referenced in this report was discarded by the user facility after the procedure therefore, a physical examination could not be performed. Based on the provided information, the ivl device functioned as intended. The physician stated that he does not believe that the ivl balloon catheter caused the dissection but believes that it could have been the nc balloon or the deployment of the drug eluting stent (des) post ivl procedure. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
A shockwave c2 coronary lithotripsy (ivl) device was used to treat a patient who underwent a percutaneous coronary intervention (pci) to treat a de novo lesion located at the ostium of the right coronary artery (rca). Access was obtained via a femoral approach. Prior to the procedure, the lesion was pre-dilated with a non-compliant (nc) balloon. Angiographic imaging showed the lesion to have concentric calcium. The ivl procedure was successfully completed. Post ivl, the lesion was post dilated and a drug eluting stent (des) was deployed. Reportedly, following the pci, the physician looked at the pictures taken during the procedure. It was observed that there was an aortic dissection. The patient was transferred to another hospital where an open-heart surgery was performed to repair the dissected aorta. As of this date, the patient is still recovering. According to the rep, the physician stated that he does not believe that the ivl balloon catheter caused the dissection but believes that it could have been the nc balloon or the deployment of the des post ivl procedure.